Event description:
It was reported that the patient's atrial lead measured very high thresholds and it was not possible to confirm capture. The device output was high due to the high thresholds. The device reached elective replacement indicator (eri) within two years. The device was removed and replaced. During the device replacement, the lead was attached to the new replacement device, but the atrial lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.